Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the cartridge filter o-ring was not sealed. This caused vapor (not smoke) to bypass the cartridge filters, subsequently causing the reported event. To resolve the issue, the technician replaced the cartridge filters. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported "smoke" emitted from their v-pro max sterilizer. No report of injury.